Event description:
Customer reported an issue with the passport 2 monitor's display which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the display and verified operations.